Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fluids(clear) inside the device, crease fold, and an opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a crease(smooth) opening on posterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a crease(smooth) opening on posterior due to a fold(flaw) opening. The reason for device removal was deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.